Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (262 mg/dl). A correction bolus and insulin injections were used to address the high bg. The customer did not know the cause of the high bg and thought that there may have been air bubbles in the pumps supplies. However, the customer did not see any air bubbles. No damage was observed with the cannula. As the events had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the event with a healthcare provider.